Event description:
The customer stated that after the unit had been on for a few mins the display would turn off even though printing and other functions continued. The customer reported that this occurred during device checkout. No pt involvement.